Event description:
The md went to deploy the inferior vena cava (ivc) filter but when he tried to deploy it, the device would not release per the manufacturer's instructions. The device was removed and a new ivc filter was inserted with successful deployment. The device was sent to the manufacturer for evaluation.